Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and motor position encode error occurred. Customer reported that the drive support cap was correct. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. Customer reported that the insulin pump was working as designed. Displacement motor test was performed successfully. The insulin pump will be returned for analysis.